Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The pump was chipped out on the lower left front corner of the top case. The pump also had a broken handle and was missing the right plunger case. There were also some components inside the plunger assembly that were damaged. A check syringe plunger sensor message was found in the event history log. Due to the extent of damage, tests could not be performed on the main pc board. The investigation confirmed the customer complaints. The product faults were attributed to damage caused by the customer. A user interface issue was therefore established as the root cause. The aforementioned components, along with the pc board were replaced to address the reported faults.

Event description:
It was reported that the medfusion pump exhibited an unspecified issue with the main pc board. The plunger was cracked, and the case was damaged as well. No patient injury or complications were reported in relation to this event.